Event description:
Note: this report pertains to the first of three resolution 360 clip used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.